Manufacturer narrative:
D9 device available for evaluation: yes, date returned to manufacturer: 11/12/2020. G6 type of report: follow-up. H3 device evaluated by manufacturer: yes, evaluation summary. H10 investigation report reads as follows, visual inspection was conducted with the samples that were provided. It was found from reviewing the two drains that they had torn near the end of the both drains. Per the packaging for the samples it was stated that the account replicated the issue with some unused drains. Due to the clinical investigations findings that the drains had torn inside the patient the reported concern will be confirmed. At this time a root cause cannot be determine.

Event description:
It was reported, "when used in surgery to pull at either the stomach or bowel, the drain seems to fall apart/tear in the patient causing several patient safety concerns."

Manufacturer narrative:
It was reported by abbott (B)(6), that when using latex free penrose drains "they fall apart or tear in the patient." Reporter confirms that a new 3/4" bd/bard latex penrose drain was placed because of the reported incident. Reporter is unable to provide exact date of incident and patient demographic (age, weight, gender). Reporter states no serious injury, or follow-up care required. Sample is not available for return and evaluation. Due to the reported nature of the incident and in abundance of caution, this medwatch is being filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported, "when used in surgery to pull at either the stomach or bowel, the drain seems to fall apart/tear in the patient causing several patient safety concerns."